Manufacturer narrative:
Age/date of birth: unknown/ not provided. Date of event: unknown, not provided, best estimate is after implantation/application. Catalog#: a complete catalog number is unknown, as product serial number was not provided. Expiration date: unknown as product serial number was not provided. UDI number: a complete UDI # is unknown as product serial number was not provided. If implanted; give date: the exact date is unknown, it was indicated to be (B)(6) 2000. If explanted; give date: not applicable, lens remains implanted. (B)(6). Device manufacture date: unknown as product serial number was not provided. (B)(6). Device evaluation: the product testing could not be performed as the product was not returned (the lens remains implanted). However, photo was provided for evaluation. It was observed a lens implanted in patient eye, that turned blue. Even though this complaint is confirmed based on the photo evaluation, however without the lens it cannot be confirmed if the condition observed is related to the manufacturing process. Therefore, product deficiency could not be determined. However, through the manufacturing process there are various process controls steps that will identify and discard a unit with the condition reported. Specification for visual inspection of silicone intraocular lenses requires that lenses are 100% inspected at 10 x microscope magnifications. In addition, the lens was also inspected for opacification or discoloration. Any lenses not meeting specification are rejected. Manufacturing record evaluation: manufacturing record review could not be performed since the serial number is unknown. A product complaint history review was performed for the complaint model for the keywords: ¿dc-discolored¿. The search revealed no additional complaint folders. Conclusion: no sample was returned, and the serial number is unknown an investigation could not be performed, and no malfunction is confirmed. Attempts have been made to obtain the missing information; however, to date, the information has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient who had surgery 20 years ago used the intraocular lens, model si40nb and has a record of yag laser treatment in 2013 due to patient vision issue. It was reported that the lens inside the eye turned blue. It was noted that the symptom has not affected patient's daily life activities. No further treatment has been performed and there is no plan to exchange the lens. As confirmed by the account there are no other issues, the lens discoloration (blue lens) has not impacted the patient''s vision and the vision was reported to be normal now. No further information was provided.